Event description:
Related manufacturer reference number: 2017865-2021-29038. It was reported that a patient presented to the emergency room on (B)(6) 2021 with loss of capture on their right ventricular lead. The patient reported having some dizziness. An x-ray was performed on (B)(6) 2021, which confirmed that the patient's right ventricular lead had dislodged. The lead was successfully repositioned during the same visit. During a post-operation check on (B)(6) 2021, an x-ray revealed that there was a lack of lead slack on both the patient's right ventricular and right atrial leads, in addition to high capture thresholds. Both leads were repositioned on (B)(6) 2021. The patient was stable throughout.